Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, post-implant of a bard/davol composix kugel mesh (device #1), the patient was diagnosed with hernia recurrence and underwent surgical repair with the implant of a non-bard/davol dual mesh (device #2). Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions-for-use supplied with the device, as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR is submitted to document the ae of recurrent hernia. An additional MDR was submitted to document the ae of fistula and intestinal perforation. Not returned.

Event description:
As reported, during a procedure on (B)(6) 2007, the patient was implanted with a bard/davol composix kugel mesh (device #1). It was reported that in (B)(6) 2009, an additional hernia presented near the site where the composix kugel mesh implant was placed. Hernia repair surgery was performed using non-bard/davol dual mesh (device #2). As reported, on (B)(6) 2022, the patient was diagnosed with a cutaneous fistula due to an intestinal perforation. The patient underwent a drainage procedure and recovered well from that procedure. Based on review of a CT scan the doctor notes the dual mesh (device #2) which was used for the second surgery was the cause. It is reported that the patient was scheduled for mesh removal.